Event description:
Caller states he has used about 100 safe-t-pro lancets out of a 200 count box, and it appears some of the lancets have already sprung. Caller states some of the safety caps are missing and a few of them have fallen apart and the springs are loose in the box. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The results of the investigation are as follows. "The investigation by the supplier showed that the devices must have been exposed with temperature higher than 70°c and must be deformed by an external force. Therefore the customer allegation could occur. This failure was not caused during the production process, rather in customer hands."